Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override and disconnect mode. A technical support specialist (tss) confirmed the issue context with the customer and identified the root cause as part of an upstream upgrade process. Verified that a corrective fix was implemented to restore communication, and the customer confirmed normal station operation with no ongoing errors or missing messages. No additional issues were identified, and the customer acknowledged resolution, expressed satisfaction, and approved case closure, noting they would reopen a ticket if needed after the upcoming site upgrade. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, devices were in critical override and disconnected mode. The affected devices were unable to communicate with the system and operated in critical override status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.